Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. The reporter also alleged moisture was present in battery compartment, in the cartridge compartment, and on the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: the keypad rubber was found undamaged. All keypad buttons responded properly. The keypad cover was removed, no contamination or damage was found to the key¿s contacts. Investigation was unable to duplicate the original ¿tactile/changes¿ complaint. The returned battery cap was undamaged and able to fit. Moisture and corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and further moisture and corrosion was found to the keypad flex/connector. Unrelated to the original complaint, investigation found the battery compartment was cracked at the threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.